Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Part wasn't returned. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the navigation system emitter was not working. A medtronic rep went to the site and could hear chirping coming from the emitter. There was no patient present when this issue was identified.